Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the encoder flex was out of mechanical specification. The lead flex cover was contaminated. The upper/lower cases, side bail covers, ring cover and battery drawer were broken.

Event description:
The external pulse generator was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification.